Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons of insulin pump was a little harder to press. Customer's blood glucose value was unknown. Customer stated that the insulin pump got a battery out limit alarm when battery hadn't left pump it turned off and screen went blank during phone call. The device will be return for analysis.